Event description:
A report was received that a patient's ipg was explanted due to an infection. The physician did not believe that the infection was device related. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the explanted ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records for the explanted ipg found them to be satisfactory. This if the final report.